Event description:
The customer reported when the ventilator was powered on, it alarmed due to pressure sensor failures. The ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the device diagnostic history showed codes that indicate an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Pse advised the biomedical engineer reseat the data acquisition pcb to motor controller pcb cable to address the reported problem. The biomedical engineer reported the cable appeared loose and when reseated the reported problem resolved. Pse advised the biomedical engineer to perform a complete performance verification. The biomedical engineer reported the performance verification was completed and passed with no further recurrence of the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service. Cable reseated.